Event description:
It was further reported that the patient has received a new lead and a new ipg as of (B)(6) 2012. Issues with the old lead were suspected. Specifically, at the time of attaching this stimulator, the impedance check showed some electrode pairs over 4000 ohms. This was determined not to affect the electrodes that were going to be used for programming. All the electrodes were tested during this and it was found that the patient sensed stim in the appropriate location. However, the issues experienced just prior to replacement on (B)(6) 2012 may have been due to lead issues. The patient had turned off the device until it was replaced on (B)(6) 2012. She was noted to be doing "great."

Manufacturer narrative:
Product ID: neu_unknow, lead, implanted: (B)(6) 2012, product type: lead. Product ID: neu_un known, ext, implanted: (B)(6) 2012, product type: extension. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Manufacturer narrative:
.Should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was stated that, when the patient bent over to pick something up, she started getting a "painful shocking sensation" from her device. The patient was unable to turned the device down or off at the time, due to being unfamiliar with the patient programmer. The patient was walked through turning the device off. The patient was later walked through changing programs, and was able to find a program that provided satisfactory stimulation. The patient was referred to their health care provider. Additional information has been requested, a follow-up report will be sent if additional information becomes available.